Manufacturer narrative:
Additional information: d10, g4, h3, h6 h3. Evaluation summary: post market vigilance led an investigation into the reported complaint in conjunction with engineering. One device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the activation button was stuck inside the handle body of the device. The reported condition was confirmed. The manufacturing engineer was notified and confirmed that the product did not meet specifications. The button should self-return and did not. Examination of the device revealed that there were no apparent manufacturing related causes for this event. The portion of the switch mechanism appears complete and correct; however, the purple button does not return and the device self-keys. The off-the-shelf button assembly appears to return intermittently. It seems likely that something within the commercially available off-the-shelf (cots) switch that is soldered to the circuit board is not working properly and can stick intermittently preventing self-return. A specific root cause for the cots switch button not r eturning could not be determined. The device was activated during the surgical procedure prior to the button not returning. No trend has been identified for this failure mode. The harm for this non-conformance identified in the lf19xx risk analysis (re00054847 rev b) is rf burn, section 5.1 due to button stuck. The severity is 5 and the occurrence is 2. There was no reported injury to the patient or the user as a result of this non-conformance. The severity identified in the current risk analysis is appropriate. The occurrence rating is 2 which means the frequency is 1 in 100,000. One previously reported patient injury occurred, 1/1,600,000 in the past 22 months is well within the expected occurrence. The occurrence identified in the current risk analysis is appropriate. No formal investigation is required for this non-conformity. This non-conformance will be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileus operation, the device's button part did not return after sealing and it occurred frequently. Sealing and releasing the device were normal. Another device was used to complete the procedure. There was no bleeding and tissue damage. There was no patient injury.